Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found the charge coupled device (ccd) unit was damaged. In addition, the objective lens was chipped, and the beam glass was broken. The distal end cover was chipped. The image guide protector was damaged. There was a leak due to damage to the instrument channel. The electrical connector had corrosion. The suction cylinder was shaved. The switch box and switch 1 had discoloration. The universal cord and scope cover had scratches. The insertion tube was wrinkled, and the tapered sleeve was broken. Per the legal manufacturer, this device issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that during preparation for use, there was an image problem. There was no patient or user injury reported. During inspection and testing of the device, service found the endoscope image displayed was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.